Event description:
The caller was the purchasing director for a paramedic service. He stated that a patient's blood glucose was tested in the hospital using the paramedic's contour and another meter. The contour read 100 mg/dl, while the hospital meter read 30 mg/dl. The difference between the meter readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The caller did not have the suspect test strips with him at the time of the call, so further troubleshooting was not possible. No product will be returned for eval at this time.